Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for gastrointestinal (gi) bleed on (B)(6) 2018. An endoscopy did not reveal a source of the bleeding and only found a 1 avm and 1 polyp, both were clipped. The patient's anticoagulation therapy was resumed. No alarms were reported during this event. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on heartmate ii lvas. A direct correlation between hm2 lvas, and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.